Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4) .results of investigation: the avea pcba (printed circuit board assembly)control board was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the issue was duplicated. The identified the root cause of the reported issue was due to low battery voltage.

Event description:
The customer reported that the ventilator's user interface module (uim) is blank. There was no patient involvement.